Event description:
Customer reported that the insulin pump alarmed motor error during prime and the customer was unable to clear the alarm. Customer does use the sensor feature and they were unable to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 258 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.